Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (384 mg/dl), and was hospitalized on (B)(6) 2015. Customer was treated through intravenous insulin and fluids. Reportedly, customers pump settings need to be adjusted.